Event description:
It was reported during use of a neuropathy that the string pulled off and the x-ray strip detached . Additional information was requested, but not provided. The surgeon opened another product and was able to finish the surgery successfully with no patient incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
While our complaint history shows that this malfunction (i.e. Where a locator string detaches from the pattie) is unlikely to result in a serious injury, we have had two past cases where intervention (x-rays and additional procedure time) were required to find the separated pattie. To be in accord with FDA guidance regarding likelihood, where FDA has indicated that likelihood is demonstrated once you have had at least one "serious injury event" (i.e. Such as a past intervention), we are hereby submitting this MDR as a reportable malfunction. However, we would like to emphasize that no actual injuries have been reported as a result of a string detaching from a pattie; only intervention to find the separated pattie. This event was identified through a recent review of past complaints and is being submitted though it is past the 30-day time requirement per 21cfr803. A retro-review of the past three years of complaints for this product line confirms that this late filing is an isolated occurrence. Date of event is unknown. Model number unknown, packaging was discarded by customer. Lot- not provided, packaging was discarded by customer. (B)(6). (B)(4). Complaint handling system does not accommodate both contact office and manufacturer site in one section. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. The device was not returned. Neither applicable imaging films nor medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Device description: the neuray surgical patties and strips are intended for use during neurosurgical procedures to protect tissue, absorb fluids, and act as a filter through which to aspirate. They are used to assist in the control of bleeding with the proper surgical technique. The surgical patties are provided sterile and are intended for single use only. Do not re-sterilize, do not re-use. Inspect the packaging to be sure that it is intact and undamaged prior to use. Do not use the product if the pouch is opened or damaged. Only gentle suctioning is required to evacuate fluids from the patties. Keep patties moist throughout the procedure. Locator string is for identification purposes only and not for removing the pattie from the wound. Keep patties moist throughout the procedure. Remove the surgical patties from the counting card and immerse in sterile water or saline solution. Apply patties to the tissue and keep moistened throughout the procedure. Suction lightly at a slight angle.